Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two boxes of synchron system wash concentrate ii reagent packs that were leaking upon receiving. No injury was reported.

Manufacturer narrative:
Service sent the customer a replacement reagent. No other information is available for this event.